Manufacturer narrative:
The device was returned for analysis. A visual and tactile examination of the balloon identified a longitudinal along the main body of the balloon. No issues or damages in the hypotube shaft profile. The inner lumen located inside the balloon material was stretched and broken near the bumper tip. A break was identified on the midshaft, 33cm from the bumper tip of the device. The bumper tip was stretched and flattened. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
Reportable based on device analysis completed on 17july2024. It was reported that crossing difficulties occurred. The 70% stenosed target lesion was located in the severely calcified mid left anterior descending artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the device failed to cross the lesion. The procedure was completed with no patient complications were reported. However, analysis of the returned device identified a longitudinal tear along the main body of the balloon.